Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). No ge healthcare service representative has visited the site and no service has been provided. No further information is available regarding the resolution of the reported issue.

Event description:
The hospital reported a system malfunction error preventing mechanical ventilation. There was no report of patient involvement.